Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service was requested. The ventilator was tested by the hospital facility and no malfunction was found. No parts were replaced. The involved patient tubing used was of a none maquet brand which are not supplied by us. The root cause of the reported event has not been determined. H3 other text: 4117.

Event description:
It was reported that the ventilator did not deliver any volume after inhalation mode. There was no patient harm. Manufacturer's ref.#: (B)(4).